Event description:
Analysis of the returned generator and lead was completed. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Review of the decoder for the available programming and diagnostic history showed that the last 25% change in the impedance value was estimated to have occurred on (B)(6) 2015. The abraded openings found on the outer silicone tubing of the returned lead portion and the cut ends that were made during the explanted process most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. Note that since a portion of the lead assembly including the electrodes was not returned for analysis, an evaluation cannot be made on that portion of the lead.

Event description:
Additional information was received stating that the vns patient underwent generator and lead replacement surgery on (B)(6) 2015 due to high impedance. The explanted generator and lead have been returned to the manufacturer where analysis is currently underway.

Event description:
It was reported that the vns patient's device was tested on (B)(6) 2015 and diagnostic results revealed high impedance. The device was subsequently disabled. No known surgical interventions have occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.